Manufacturer narrative:
A supplemental MDR is being submitted with the final results of the reported event. Update to b7, h6 (investigation findings and investigation conclusions) and h11 to reflect final evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was prescribed an anticoagulant medication (warfarin) likely to treat suspected thrombosis. However, at this time it is unknown whether the newly prescribed anticoagulation therapy was able to resolve patient's symptoms including leaflet thickening. Therefore, a definitive root cause remains unknown. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, increased gradients could potentially be brought on through sub-optimal function of the leaflets due to thickening, as reported. It is possible that the thickened leaflets contributed to the narrowing of effective valve orifice, causing the pressure on the front of the valve to build up as blood is being forced through the narrow opening, leading a pressure difference (gradient) across the thv. In this case, the leaflet thickened/halt and increased gradient at post implantation was unable to be confirmed due to unavailability of medical records/relevant imagery. The available information suggests that patient factors (thickened leaflets and co-morbidities: previous endocarditis, esrd on dialysis, hypercalcemia, diabetes, lupus, chemotherapy, hld) contributed to the reported event. Subsequently, at approximately 1 year and 3 months post valve-in-valve (vinv) procedure a balloon valvuloplasty was performed to reduce the gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, approximately, 1 year and 3 months post valve-in-valve (vinv) procedure with a 23mm sapien 3 ultra valve inside an edwards surgical magna valve in the mitral position, a balloon valvuloplasty was performed due to increased gradients. Initially, at 10 months post implant of a 23mm sapien 3 ultra valve inside an edwards surgical magna valve in the mitral position, an echo post 1 day procedure revealed 19mmhg and several months later the gradient measured 30mmhg. The patient was being treated medically. No intervention was reported. In addition, at the time of the report, a recent CT was being analyzed for halt. The patient was not reporting symptoms.

Manufacturer narrative:
The investigation is ongoing.